Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k230855. Investigation summary: bd received one sample for investigation. Upon visual inspection of the sample, the indicated failure mode for stopper cocked was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, three tubes exhibited a cocked stopper. No adverse impact was reported regarding the patient or user.